Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Before the procedure, the inner sheath could not advance in the outer sheath due to the impediment. A second device was used to complete the procedure. There was no report on adverse event on the patient. Additional information was received on (B)(6) 2024. The head end of the catheter was abnormal protruding, that is, the catheter could not pass smoothly in the sheath (before surgery). Additional information was received on (B)(6) 2024. There was resistance during the withdrawal. Unknown if the catheter pebax was physically damaged. No damage resulted in wires being exposed. No damage resulted in any lifted or sharp rings. No material causing the obstruction. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-jul-2024, observed a bent in the peek housing next to the fourth electrode, no exposed internal parts were observed at the peek housing area. In addition, a hole was observed in the surface of the pebax; according to the pictures provided by the customer, reddish material was observed at the pebax; however, during the visual inspection, no foreign material was observed. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 18-jul-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functionality test of the returned device. According to the pictures provided by the customer, reddish material was observed at the pebax; however, during the visual inspection no foreign material was observed. Visual analysis of the returned sample revealed a bent in the peek housing next to the fourth electrode, no exposed internal parts were observed at the peek housing area. In addition, a hole was observed in the surface of the pebax; according to the pictures provided by the customer, reddish material was observed at the pebax; however, during the visual inspection, no foreign material was observed . A dimensional test was performed and the outer diameters of the device were found to be within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The impeded issue reported by the customer could not be replicated during the product investigation since the device was found within specifications. However, the bent condition and reddish material inside the pebax could be related to the report by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage and bent condition could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿the inner sheath could not advance in the outer sheath due to the impediment " issues. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102)/ component code: sleeve (g04115) were selected as related to the pictures provided by the customer, ¿reddish material at the pebax¿. In addition, biosense webster inc. Analysis finding of ¿a hole in the surface of the pebax¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: cautery tip (g01002) were selected as related to the customer's reported "the head end of the catheter was abnormal protruding". In addition, biosense webster inc. Analysis finding of ¿a bent in the peek housing next to the fourth electrode¿. Manufacturer¿s reference number: (B)(4).